Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt has been experiencing inadequate coverage and rib/chest stimulation. Reprogramming was unsuccessful. An impedance check revealed no anomalies. As a result, the pt has been receiving injections for pain relief. To date, the injections have been successful.